Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on this patient passed away on same day as the implant day of this 32mm annuloplasty ring. The cause of death was not received. There is no evidence to suggest that the annuloplasty ring caused or contributed to the patient's death. It is unknown if an autopsy was performed.